Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose was 375 mg/dl. The customer's mother was able to treat high blood glucose with pump once act button was responding. Customer's mother was unable to continue troubleshooting for high blood glucose due to not having pump available during call. The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 375 mg/dl. The customer's mother stated that the act button is not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump had an intermittent buttons due to flattened dome switches. The connector at the lcd board was found locked. The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.